Manufacturer narrative:
This device remains implanted; therefore, technical analysis cannot be conducted. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) reached elective replacement indicator (eri) status, and a request was made to have data from this device analyzed in order to assess remaining therapy availability. Data analysis showed the battery consumption had been increasing at an unexpected rate, and a technical services consultant provided a replacement window for this device. At this time, there is no evidence to suggest intervention has been performed. No adverse patient effects were reported. To date, no additional information has been received. Should pertinent follow-up information be provided in the future, an updated report will be issued.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) reached elective replacement indicator (eri) status, and a request was made to have data from this device analyzed in order to assess remaining therapy availability. Data analysis showed the battery consumption had been increasing at an unexpected rate, and a technical services consultant provided a replacement window for this device. At this time, there is no evidence to suggest intervention has been performed. No adverse patient effects were reported.